Manufacturer narrative:
The evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the reported interruptions in pump function. Approximately 17 inches of the external portion/distal end of the percutaneous lead (driveline) was returned. The silicon sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. Electrical continuity testing of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this process, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, pump stoppages reoccurred. A decision was made not to pursue a second repair of the driveline. The patient opted to use ungrounded patient cable and battery. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - (B)(4) months. The patient remains ongoing with the left ventricular assist device. However, a portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppage and pump speed decelerations occurred. The system controller was exchanged; however, the events continued. The patient remained asymptomatic. The manufacturer's technical services performed log file analysis and confirmed the issue had occurred on both the primary and backup system controllers. One of the x-rays submitted showed an area of concern on the driveline. A distal end percutaneous lead replacement was performed on (B)(6) 2017 . It was reported that on (B)(6) 2017, when the patient was switching the device from battery power to power module, a pump stoppage event occurred, and the patient became dizzy. The patient was able to quickly reconnect to battery power and was hemodynamically stable afterwards. Technical services recommended for another percutaneous lead (driveline) replacement; however, the patient refused. The patient decided to keep the device connected to battery power or use an ungrounded power module patient cable. No additional information was provided.